Event description:
Procedure type : ophthalmology. (B)(4) was opened to capture the instance of multiple complaints reported in the description under (B)(4) provided below. According to the reporter: covidien suture does not dissolve in the eye as quickly as (B)(4). The dr. Had several patients who came back with suture knots that did not dissolve as before. The knots are lasting for a couple of months and patients are complaining and coming in to have them removed. The current status of the patients is unknown. It is reported that there was no tissue loss or damage. It is both reported that another suture was applied and that no reoperation was needed and follow up for additional information has been sent out but as of yet no additional information has been provided.

Manufacturer narrative:
(B)(4).